Manufacturer narrative:
This is our initial report on this incident.

Event description:
On (B)(6) the customer reported about a discordant test result of a sample during the validation of ih 1000, involving an anti-fya . The screen of the patient sample tested with ortho cells showed positive results with homozygous cells (1+) and heterozygote cells (+/-) whereas the testing with bio-rad ih-panel cells yielded into negative test results. The customer did not return the supposedly defective product (ih-panel 11/ lot # 8819011) and the patient sample which had caused the discordant test result. At the time the complaint was reported, the expiration date of the product was already exceeded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Investigation of our quality control laboratory is still ongoing.

Event description:
The customer reported a discordant result during validation involving an anti-fya on ih-1000. The customer stated that identification with ortho reagent red blood cells yielded positive results (1+) with homozygous cells (fy+b-) and +/- with heterozygous cells (fya+b+). The patient sample yielded false negative results with ih-panel 11. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore a testing of our quality laboratory's retention sample was not possible. The customer did also not send in the patient sample that had caused a false negative test result. Therefore no investigation could be carried out. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.